Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated inductively. There was no consequences to the patient. The ICD was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of telemetry failure was confirmed. The device was unable to communicate upon receipt due to a depleted battery. Additional testing performed on the internal circuitry captured a high current condition within the hybrid. Further analysis of the hybrid found the cause of the reported event was due to an anomalous transistor.

Manufacturer narrative:
The reported field event of telemetry failure was confirmed. The device was unable to communicate upon receipt due to a depleted battery. Additional testing performed on the internal circuitry captured a high current condition within the hybrid. Further analysis of the hybrid found the cause of the reported event was due to an anomalous transistor.